Manufacturer narrative:
(B)(6).

Event description:
V60 ventilator/failed to zero proximal pressure sensor. The device was in clinical use, but no harm to the user/patient was noted.

Manufacturer narrative:
Philips field service engineer (fse) confirmed the customer's problem (proximal pressure sensor fails to zero). The fse restarted and checked the device; the problem persisted after reconnecting the data acquisition board. The fse replaced the data acquisition board to resolve the issue. The device was returned to full functionality.